Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise and low impedance was observed on the right ventricular lead of an asymptomatic patient. Pacing settings were changed and the noise could no longer be seen. The patient would be monitored.